Event description:
The facility's biomed reported an infusion pump with an 808:03 failure code. The biomed stated they have no record of any patient incident involving the pump since the last baxter service event. Device failure occurred during patient use. There was no patient injury or medical intervention during failure. Baxter requested specific patient information regarding whether medication was being infused, infusion rate, volume to be infused, bag or syringe used, tubing, but no additional information was available. Additional contact information was requested, but not provided.